Manufacturer narrative:
An event regarding revision surgery due to patient factors (lytic lesion) involving a scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because of insufficient patient history, medical records, x-rays and product return. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a scorpio right knee replacement and developed a lytic lesion on the medial femoral condyle. Surgeon revised the femoral component to a scorpio ts femur with a 40mm cemented stem and a ps insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a scorpio right knee replacement and developed a lytic lesion on the medial femoral condyle. Surgeon revised the femoral component to a scorpio ts femur with a 40mm cemented stem and a ps insert.